Event description:
In (B)(6) 2009, the patient was unable to adjust her stimulation. The status lights were assessed. Only the 9 volt light was lit. The right side implantable neurostimulator (ins) showed all lights lit. The patient was having a lack of therapeutic effect; she was "shaking" and stated that the tremors had returned. There was no known accident or incident related to the event. The patient was at home; her status was "good". Follow-up with the patient's physician was recommended. In (B)(6) 2009, it was reported that the ins was successfully reprogrammed and the patient was no longer having problems. In (B)(6) 2010, the patient was unable to adjust her stimulation. All lights on the back of the programmer were on. In (B)(6) 2010, the patient was experiencing a lack of therapeutic effect. It was reported that the patient had fallen on (B)(6)2010 and her symptoms returned the next day. The patient was unable to balance or stand up, unable to walk and she was shaking. The patient fell again on (B)(6)2010. The inss were checked and one of them was off. They turned the ins back on and reported seeing three green lights for both devices. Follow-up with the patient's physician was recommended if the symptoms did not resolve. Additional information has been requested, a follow-up report will be sent if additional information becomes available. See also manufacturer's report #3004209178201003386.

Manufacturer narrative:
(B)(4)